Event description:
It was reported that this system was a part of an explant due to an infection. No additional adverse patient effects were reported. The system was disposed and thus will not be returned for analysis.